Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that bypass tube was already detached. The bypass tube was already detached from the carrier tube tip when the angio-seal poly-foil pouch was opened. The pouch was fully opened all the way from the arrow side to the end on a clear and flat surface. There was no obstacle to open the pouch. The device was not used and another angio-seal device was used to achieve hemostasis. It was reported that the patient had to no health damage.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 8fr angio-seal sts plus carrier assembly and header bag were returned for evaluation. No other accessory components were returned. The bypass tube was not returned. The carrier tube assembly was subjected to visual inspection. The collagen had expanded. No other anomalies such as deformation to the anchor were noted. The bypass tube was not returned. The carrier tube assembly outer diameter was measured and confirmed to meet manufacture specifications. Angio-seal sts ous IFU was reviewed and the following instructions state: "using sterile technique, remove the angio-seal device contents from the foil package by opening the package at the arrow indicator, taking care to pull the foil seal apart completely before removing the angioseal device." The complaint can be confirmed for the bypass tube being dislodged. Past complaint history has shown that if the polyfoil pouch is not opened completely per the IFU then the bypass tube can dislodge. As the polyfoil pouch and bypass tube were not returned, no definitive conclusion can be made regarding the cause of the bypass tube detachment. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.